Event description:
It was reported that a patient underwent an unknown spinal procedure at c1-c2 for instability and a fracture. During the procedure, the surgeon noted that the locking screw was "demolished". The device broke and all broken pieces were removed from the patient. Patient achieved solid fusion. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.